Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 18 july 2016 - the patient's medical records were received. According to the medical records, upon revision the liner was found to have disassociated both medially and laterally. The femoral head showed wear. At this time there is no new information that would change the existing MDR decision.

Manufacturer narrative:
Surgeon reported to nca (bfarm): "inlay luxation of hip-tep without significant trauma" examination of the reported devices was not possible as they were not returned. X-ray reviews confirms the reported disassociation. Medical records were reviewed. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Surgeon reported to (B)(4): "inlay luxation of hip-tep without significant trauma"